Manufacturer narrative:
Siemens filed the initial MDR on october 28, 2019. Additional information from 11/06/2019: it has not been verified that medical procedure or treatment altered or delayed based on the erroneous result. Patient ID was provided: (B)(6). Date of initial result was confirmed to be (B)(6) 2019. Date of repeat result was provided as (B)(6) 2019. Customer believes the initial result was falsely elevated because the sample was tested with an alternate method and the result was negative. Siemens investigation is complete. The customer observed a falsely elevated tnih result on one patient sample. Upon repeat the result was negative (<2.5 ng/l). There was no service sent for the instrument. According to the customer, the same sample was used for the repeat and was done on the same reagent pack and system. No other samples were affected. Qc was in range at the time the sample was originally run. While exact root cause of the non-reproducible elevated results cannot be determined siemens cannot rule out pre-analytical factors ie failure to allow the serum sample to fully clot prior to centrifugation, not keeping the sample upright post centrifugation, inadvertent sample mix up. No product performance issue is confirmed. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xpt tnih result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) states the following in the summary and explanation section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A discordant high advia centaur xp high-sensitivity troponin I (tnih) result was obtained on a single patient sample. The physician questioned the elevated result. The sample was repeated on the same instrument and a lower result was obtained. A corrected report was issued using the repeat result. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00218 on october 28, 2019. Siemens filed MDR 1219913-2019-00218 supplemental report 1 on november 27, 2019. Additional information: initial reporter information: customer name and contact information is provided in section e1 of this report. Event details: sample was processed at 17:46 p.m. (Initial discordant result) the equipment (serial number (B)(6)) was out of operation at 18:32 p.m. Due to low water pressure. After engineering intervention and a new control sample arrives at 00:45 for patient follow-up (repeat result). The first sample is reprocessed by alternate method with a negative result. Customer indicated that cause of the initial discordant result is due to instrument malfunction. Correction: initial complaint information indicated that physician questioned the initial discordant results, but information provided 11/06/2019 indicates that it is unknown if physician questioned the result or if medical procedure or treatment was altered or delayed based on the discordant result because the sample was received from another hospital entity and not the customer. Based on the above, further investigation is required by siemens healthcare diagnostics. The result code and conclusion code in section h6 of this report have been updated accordingly and siemens has requested additional information from the customer to complete the complaint investigation. Investigation results will be provided in a subsequent supplemental report.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00218 on october 28, 2019. Siemens filed MDR 1219913-2019-00218 supplemental report 1 on november 27, 2019. Siemens filed MDR 1219913-2019-00218 supplemental report 2 on january 9, 2020. Additional information 01/22/2020: service information was provided. Issue was found to be low water pressure which appears when the customer tries to process. The service engineer checked all hydraulic parts and found that the water and wash tubing were empty (the tubing connect to wash station). They checked all electrical connections in fluidic giob and found a connector disconnected. Connection was repaired. Service engineer performed some primes in reagent probes and wash station and performed the daily maintenance without fails and the customer processed qc with proper results. Additional information 02/10/2020: the initial issue was reported as discordant high advia centaur xp high-sensitivity troponin I (tnih) lot 027 discordant result. The service engineer checked all hydraulic parts and found that the water and wash tubing to the wash separation manifold were empty. All electrical connections in fluidic giob were checked and a connector was found to be disconnected. The connection was repaired. Service engineer primed reagent probes and wash station and performed the daily maintenance without issues and the costumer processed qc with good results. The system was returned to operation and fully functional. Lack of wash 1 supply to the cuvette during the wash cycle will cause poor separation of waste and result in higher relative light units being reported. The cause of the cable disconnection cannot be determined. There is no indication that this incident represents a potential product issue. Investigation is complete. A potential product issue has not been identified. No further investigation is required.